Manufacturer narrative:
(B)(4). Dilatation catheter: laxa1.3 x 10, scoreflex 2.5 x 10. Guide catheter: mogul. Evaluation summary: (B)(4). The device was returned for evaluation. The reported peeled teflon was confirmed although difficult to position and failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported the procedure was to treat a concentric lesion (diameter 2.5-3.5mm x length 55mm) in mildly tortuous, heavily calcified and 90% stenosed proximal-mid left anterior descending artery. A micro catheter was advanced and a pilot 50 guide wire was advanced to the target lesion. A non-abbott balloon catheter attempted to advance over the pilot 50 guide wire, but the balloon catheter had difficulty crossing even though the microcatheter was able to cross through the lesion twice. During the attempt to cross the balloon catheter, the guide wire was moved back. An attempt was made to re-advance the guide wire to the lesion, but the guide wire had lost steerability possibly because the coating got damaged by the calcified lesion. The guide wire was replaced with another new pilot 50 guide wire to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.